Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58 -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi accompanied by symptoms. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms (not provided), daughter states he has not been feeling well lately. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 02/24/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.